Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. You stated that the tissue stuck in an odd fashion, can you further explain? Looked like it was stuck to the reload. Was there damage to the tissue? If yes, how was it resolved? It just did not look like a clean staple line, you couldn¿t tell if there were three staple lines and it was ver ripped looking you stated that the surgeon mentioned that something didn't feel right; was it ergonomic, during closing, firing, open; can you further explain for clarity? During firing and opening what color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green. If buttressing material was utilized, which product was used? Was the instrument fired across or near an existing staple line or clip? Staple line. Were any of the forces higher or lower than expected (closing, firing, or opening)? Same. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Stuck to the tissue. Is there any other additional information you would like to share about this device or procedure? The analysis found that one device was returned in good visual condition and with one cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded and removed without any difficulties during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, the tissue stuck in an odd fashion and the reload moved after firing. No patient issue and good staple line. The surgeon just said something didn't feel right please send it in and open a new device. There were no patient consequences. Case completed with another device of the same product code.